Event description:
It was reported that after a previous pump replacement in which the physician had to cut the tubes, leaving the pump "high up". The patient indicated experiencing pain due to the pump's position and that the device failed to inflate. The patient stated having three surgeries in the past seven months and was currently asking the physician to remove the entire device as the pain is too bad for the patient to keep the device in. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.